Event description:
Pt reported, the buttons on the infusion device are defective. The infusion device was dropped on the floor, and later when he attempted to deliver a bolus, the buttons would not function. He removed and reinserted the battery, and the infusion device displayed and unsolvable e8 power interrupt error. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.